Event description:
It was reported that the ambicor penile prosthesis (app) had fluid loss. The patient underwent a surgical procedure in which all components were explanted and replaced. The patient remains stable after the procedure.